Event description:
A surgeon reported eight pts experiencing a refractive surprise following intraocular lens (iol) implant surgery. Medical records were rec'd and indicated that an lri procedure was performed at the time of the iol implant surgery for the residual cylinder. Add'l info has been requested. There are ten medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/28/2010 and 11/10/2010 by phone, fax, and mail. Medical records were rec'd on 10/22/2010. A completed questionnaire has not been rec'd. (B)(4).